Event description:
Customer's mother reported a hospitalization due to high blood glucose. Caller stated that she is having trouble with the insulin pump. The blood glucose reading is over 600 mg/dl. Customer has treated with manual injection. The blood glucose reading at the time of the event was 720 mg/dl. Customer was vomiting. Diagnosed diabetic ketoacidosis. Hospital treated with insulin drip. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
All operating currents are withing specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, selftest, error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. The insulin pump received with scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.